Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices for the reported lot number were tested with clinical hcg negative urine. All test devices produced expected negative results at the read time. Review of manufacturing batch records did not uncover any abnormalities and qc data met specifications. The reported complaint for false positive hcg results was not replicated with retention devices. Per the product insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. Because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Customer unwilling to return/unresponsive.

Event description:
Unspecified date: false positive hcg result 2x on the consult hcg urine cassette. Although further information was requested, no further information was provided.